Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000183050 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein two out of the three leads were explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which two leads attributed to this issue.